Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Serial number: (B)(4). Concomitant product(s).: synthoid (1982 - ongoing). The reported events of scare tissues, gel stent blockage, low intraocular pressure and choroidal detachment are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Patient has refused any treatment and will get a 2nd opinion from another physician. No further information will be provided at this time. Device labeling: if required, bleb needling is recommended to be performed in the operating room. Use caution during the needling procedure to avoid direct contact with and damage of the xen®45 gel stent. In the (B)(4) preferred practice patterns for primary open angle glaucoma, bleb needling is listed as a recommended action ¿as necessary¿ in the perioperative care in glaucoma surgery to maximize the chances for successful long-term results. The following may occur in conjunction with the use of the xen gel implant: gel implant migration, gel implant exposure or extrusion, gel implant blockage, choroidal effusion or hemorrhage, hypotony maculopathy, bleb related complications, or endophthalmitis and other known complications of intraocular surgery (e.g., flat or shallow chamber, hyphema, corneal edema, macular edema, retinal detachment, vitreous hemorrhage, uveitis).

Event description:
Patient reported xen® gel stent is plugged up with pigment like tissue and eye appeared "filled up with blood." Healthcare professional confirmed pigment like tissues as scare tissues and reported the additional event of choroidal effusion had developed in the right eye. Needling procedure was performed and cyclopentolate hydrochloride eye drop was prescribed. However, patient reported the cyclopentolate hydrochloride ophthalmic solution 1% caused headache, inflammation/irritation and vision issues, deemed not device related. Patient stopped taking the eye drop and the events of headache, inflammation/irritation and vision issues have been resolved. Physician decided to cut the tip of the xen® off, causing low intraocular pressure. The device remains implanted.